Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
(B)(4). Examination of returned device found no evidence of product non-conformance. Dimensional evaluation could not be completed due to dried liquid or tissues attached to the product. The surface deposits were sufficiently heavy to obscure much of the articular surfaces, making it impossible to assess the amount and nature of any wear of the components. Therefore, a conclusive root cause could not be determined.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2010 and a revision procedure on (B)(6) 2014 due to patient allegations of elevated metal ion levels, damage to surrounding bone and tissue, and pain. Additional information provided in patient medical records indicates the left hip revision on (B)(6) 2014 was due to discomfort and dysfunction. The patient's operative report noted effusion. Additional information received in patient medical records noted that on (B)(6) 2013 patient's blood was tested. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2010 and a revision procedure on (B)(6) 2014 due to patient allegations of elevated metal ion levels, damage to surrounding bone and tissue, and pain. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-05403 / 05404).